Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the low voltage power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. Continuation of d11) pn: (B)(4), ln/sn: unk medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000181, lot/serial #: (B)(6), product ID: bi71000167, lot/serial #: (B)(6). H3) the pcba was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue could not be confirmed. The pcba was installed into a know functional system and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No fault was found. The cable assay was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue could not be confirmed. The mobile view station (mvs) umbilical cable passed bench test. Continuity test passed and was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was connected but not ready. The image acquisition system (ias) didn't get "ok" from the mobile view station (mvs) to initialize x-ray. When powering down the mvs and ias the mvs takes 5+ minutes to power down while ias shuts down normally. Troubleshooting was performed and the manufacturer representative was looking into the system's history and believes that this could be related to a power conversion. The system was not under sa coverage this was why troubleshooting was done remotely. It is believed that the probable cause could be a power conversion issue. No patient was present at the time of the event.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.